Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip separation occurred. A direxion hi-flo transend-18 system catheter was selected for a liver chemotherapy embolization procedure. However, upon pulling the device out from the hoop, the tip was separated from the shaft. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Evaluation of the returned device revealed that the shaft was found fractured (nickel only) at 13cm from the hub. The inner lumen was found to have remained intact. The inner lumen however was viably stretched, measuring 16.4cm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that tip separation occurred. A direxion hi-flo transend-18 system catheter was selected for a liver chemotherapy embolization procedure. However, upon pulling the device out from the hoop, the tip was separated from the shaft. The procedure was completed with another of the same device. No patient complications were reported.